Event description:
It was reported that during the implantation of a dual chamber system with a left bundle branch area pacing (lbbap) lead, a temporary right ventricular (rv) apical lead was implanted prior to placing the lbbap lead as the patient was experiencing dizziness. During the procedure, telemetry between the mobile programmer analyzer and the implantable device dropped out for several seconds, making programming impossible during that time. It was noted that previously advised troubleshooting steps of turning off wireless fidelity during the case and ensuring there were no obstructions between the host tablet and the patient had been applied to no avail. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis found the customer comment that telemetry dropped out for several seconds was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.